Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to the manufacturer for analysis. Investigation results are as follows: visual inspection of the returned autopulse platform was performed and it was observed that the battery lock was bent. The physical damage observed during visual inspection is unrelated to the customer's reported complaint, that the autopulse displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. A review of the autopulse platform's archive was performed and no user advisory or warnings were observed on the reported event date of (B)(6) 2015. Multiple user advisory (ua) 07 messages were however observed on other dates throughout the archive, thus confirming the customer's reported complaint. Functional evaluation of the returned platform was unable to be performed as a user advisory (ua) 07 was observed upon power up. Further inspection determined that the load cell module 2 was defective. After the load cell module 2 was replaced, the platform passed the load cell characterization and final testing. Based on the investigation results, the parts identified for replacement were the load cell module 2 and battery lock. In summary, the customer's reported complaint was confirmed during review of the archive and functional testing. The root cause was determined to be that the load cell module 2 was defective. The physical damage found during visual inspection is unrelated to the reported complaint. The platform is a reusable device and therefore, these types of damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 09/15/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power up, that was unable to be cleared. There was no report of any patient involvement. No further details were provided.